Event description:
New information noted that the right atrial (ra) lead exhibited oversensing noise which resulted in several automatic mode switch (ams) episodes. The lead was explanted and replaced.

Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Upon interrogation of the pacemaker, it was noted that the right atrial (ra) lead exhibited oversensing noise which resulted in several automatic mode switch (ams) episodes. The ra lead had also exhibited high pacing impedance measurements. No intervention was performed. The patient was in stable condition throughout.

Manufacturer narrative:
The reported events of sensing noise and high pacing impedance were not confirmed. As received, a partial lead was returned in two pieces with the helix retracted and clogged blood/tissue. Electrical testing did not find any indication of conductor fractures however an internal short was noted between conductor paths at the distal portion (b). Destructive analysis found the inner insulation was damaged consistent with procedural damage. The lead impedance could not be tested due to condition of the lead as received. Visual and x-ray examination of the partial lead did not find any anomalies except for procedural damage